Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, data was not crossing over to ciisafe, as a hydromorphone 1 mg/1 ml syringe removal around 1200 did not appear in pyxis reports or at the cabinet, despite a prior 0922 removal showing, with no discrepancy noted and nurses needing to re-add patients on the device. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.